Manufacturer narrative:
The pump was received with no esc and act button response due to an unlocked keypad connector on the lcd board. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the unresponsive buttons. After locking/reconnecting the keypad on the lcd board the pump was tested with a blood glucose meter and the value matched properly with the pump. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the esc button on the insulin pump was unresponsive. The insulin pump alarmed low reservoir and she was unable to clear the alarm. Customer's current blood glucose level was 40 mg/dl. She treated her blood glucose level with apple juice. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.